Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #2). An additional emdr was submitted to represent the bard/davol perfix plug (device #1). Should additional information be provided, a supplemental emdr will be submitted. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol perfix plugs on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against both the devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol perfix plugs on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against both the devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2015 - patient was diagnosed with right indirect inguinal hernia thereby underwent open repair with implant of perfix plug (device #1 & #2). Per op notes, ¿hernia defect was repaired with perfix plug (device #1 & #2) and secured using sutures.¿ on (B)(6) 2021 - patient was diagnosed with strangulated incarcerated recurrent right inguinal hernia and underwent repair with mesh explant (device #1 & #2). Per op notes, ¿the large hernia sac and contents reduced but bowel appeared to be dusky. The apparent ischemic bowel section was resected and found dense scar tissue. The previous mesh (device #1 & #2) developed small meshoma therefore excised. Had a large indirect pantaloon hernia.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document the additional information provided, to correct the sex and implant date. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2014) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b6, b7, d3 (manufacture), d4, d.6b (date of explant), g3, g6, h2, h4, h6, h10, h11. Corrected fields: a3 (sex), d.6a (date of implant). This supplemental emdr represents the bard/davol perfix plug (device #2). An additional supplemental emdr was submitted to represent the bard/davol perfix plug (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.